Event description:
It was reported when using the bd vacutainer® edta 2k had a damaged cap. The following information was provided by the initial reporter. The customer stated: ¿this is a report about a damaged cap. According to the customer's report, there is a brown site at the edge of the cap, which looks like it has got burned.¿

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9. Device available for evaluation? Yes. D9. Returned to manufacturer on: 08/08/2022. H.6. Investigation summary 1 sample and 3 photos were returned by the customer in support of this complaint. Visual examination of sample and photos was performed revealed embedded fm in the shield. Bd was able to confirm the customer¿s indicated failure mode with the sample and photos provided. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements based on an evaluation of frequency and severity it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® edta 2k had a damaged cap. The following information was provided by the initial reporter. The customer stated: ¿this is a report about a damaged cap. According to the customer's report, there is a brown site at the edge of the cap, which looks like it has got burned.¿